Manufacturer narrative:
Evaluation summary: three devices were received for evaluation. The returned products met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The devices were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon surgery, two handpieces did not seal as there were no energy being delivered on both instruments even though cycle was being done. There was no regrasp alert, but end tone were heard. The procedure was completed through manual ligation. They tried the same device in different generators but same results, not working. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperartively, two handpieces did not seal as there were no energy being delivered on both instruments even though cycle was being done. There was no regrasp alert, but end tone were heard. There was no patient injury.